Event description:
(B)(4). Adenomyosis, chronic pelvic pain, extreme increase in migraines, acne, obesity (post-op lap-band), fibromyalsia, joint pain, high blood pressure, polycystic ovaries, increased neck and shoulder pain and inflamation, chronic fatigue, muscle inflammation, broad disc bulge (post insert), cranial nerve disorder, vitamin d deficiency, frequent urination, interstitial cystitis, blood in urine, gerd, anxiety, cramping, abnormal menses, period stopped for 4 months, excessive bleeding during period, painful ovulation, loss of libido (completely gone!!!), bleeding and spotting after sex, painful sex (unacceptable!!!), spotting between my period, longer menstrual cycles at times, completely unable to orgasm since essure, chronic itching in vaginal area, breast tenderness, abdominal spasms that I can see (feels like I have a baby in there!), overall heaviness feeling in abdominal area, pressure and pain in abdominal area, bloated in abdominal area, back and join pain all over, chronic constipation, metallic taste in my mouth (thought I was crazy), chronic salt cravings, dizziness, ringing in the ears really bad, hearing loss, brain fog so severe I cannot work, I have no memory, I forget everything, I feel like I can't get words right, I get overwhelmed with daily tasks, bizarre eye twitches, tmj, hypoglycemia, I am now sensitive to nickel (I can't wear earrings or jewelry anymore!!!), severe swelling and inflammation in my hands, arms, feet and legs. I can't type, I can't hold plates, it hurts and I have no strength. I drop my dinner plate all the time, folleculities, severe acne and boils on face, butt, occassionally on my breast and back. Periodontitis (I have pure white teeth and take good care of them!), weight issue is really frustrating considering I had lap-band and was totally healthy prior to essure insert. Swollen glands that endocrinologist cannot explain, excessive sweating now that I had a required hysterectomy to remove this poisonous device from my body and my infected uterus.